Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient experienced poor vision such as blurry or cloudy. There was no change in refraction, but as a result of observation by the slit lamp microscope, the iol was turned cloudy. The surgeon has not decided to change the lens, but there is a possibility that the replacement procedure will proceed later. No further information available.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A slit lamp photo was provided in the file and reviewed by gqca (global quality customer affairs). Associated product information was not provided. It is unknown if qualified products were used. The root cause cannot be determined for the reported complaint. An image of a dilated eye was provided with an off-axis slit beam illuminating an iol (intraocular lens) that appears cloudy as reported. The iol is not in focus and the cloudiness appears to be confluent across the diameter of the lens with no distinct refractile bodies evident. The location of the cloudiness within the lens in unable to be discerned from the photograph. The cause of the cloudiness is not evident based on the photograph. It is difficult to make a final determination without evaluation of the physical sample. The manufacturer internal reference number is: (B)(4).